Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range before the discordant result was obtained. Qc was measured again after the discordant result was obtained and recovered out of range. The reagent vial was then exchanged, after which qc recovered in range. The customer aliquots reagent into super-long diffusion (sld) vials, and the reagent stays in sld vials while on board the system. Sld vials are not allowed for use with dade innovin reagent on the sysmex ca-660 system. The issue was resolved after exchanging the reagent on the system. The cause of the event is use error. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated prothrombin time international normalized ratio (inr) result was obtained on a patient sample on a sysmex ca-660 system using dade innovin reagent. The discordant result was reported to the physician(s). The patient was given fresh frozen plasma during brain surgery based on the discordant, falsely elevated inr result. The sample was repeated for inr, recovering lower. The lower result was reported, as the correct result, to the physician(s). There are no known reports of adverse health consequences due to the administration of fresh frozen plasma.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range before the discordant result was obtained. Qc was measured again after the discordant result was obtained and recovered out of range. The reagent vial was then exchanged, after which qc recovered in range. The customer aliquots reagent into super-long diffusion (sld) vials, and the reagent stays in sld vials while on board the system. Sld vials are not allowed for use with dade innovin reagent on the sysmex ca-660 system. The issue was resolved after exchanging the reagent on the system. The cause of the event is use error. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated prothrombin time international normalized ratio (inr) result was obtained on a patient sample on a sysmex ca-660 system using dade innovin reagent. The discordant result was reported to the physician(s). The patient was given fresh frozen plasma during brain surgery based on the discordant, falsely elevated inr result. The sample was repeated for inr, recovering lower. The lower result was reported, as the correct result, to the physician(s). There are no known reports of adverse health consequences due to the administration of fresh frozen plasma.